Manufacturer narrative:
Corrected data: h6 codes updated to reflect this was a prolonged surgery and not a prolonged hospitalization.

Manufacturer narrative:
The reported event of difficulty removing the a- lead from the header was confirmed. Analysis revealed there was blood accumulation in the connector port zones. The blood in these areas had a bonding affect between the inside of the connector port and the silicone lead body surfaces of the leads. This made the removal of the lead difficult. The a-setscrew was found normal. There was no stripping. The setscrew could be loosened and tightened normally. The reported event of difficulty removing a-lead from header was traced to user error as the blood was most likely not cleaned from the proximal ends of the leads before they were inserted into the connector at time of implant.

Event description:
It was reported that the patient presented in clinic for a generator exchange procedure. During the procedure, it was noted that the set screw of the pacemaker (pm) would not loosen due to unspecified damage and the formation of a foreign material on the set screw. The patient was asymptomatic. The pm was explanted and replaced. The patient was stable throughout the procedure.